Event description:
It was reported that the patient with this pacemaker system was evaluated in a clinical setting due to a fall. The fall was non device related. Upon further evaluation, the patient experienced dizziness during the auto threshold test and a pre syncopal episode. Loss of capture was suspected. The right ventricular automatic capture test was turned off. Additionally, it was noted that the device was in suspension mode and the last successful threshold test was in november. No additional adverse patient effects were reported. At this time, this device system remains in service.